Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of variable capture threshold resulting in loss of capture on the right ventricular (rv) lead. The suspected cause of the event was diseased cardiac tissue. The rv lead was capped and replaced to resolve the event. The patient was stable.